Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the device had an intermittent out of range signal. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on 08/30/2016 . The reported event of intermittent out of range was confirmed. A root cause could not be determined the device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.